Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-07019, 0001825034-2018-07024, 0001825034-2018-07025. Concomitant medical products: 183026 vanguard cr ilok fem-lt 62.5, lot 585110; 183420 vngd cr tib brg 10x63/67, lot 357880; 141222 biomet cc I-beam tray 67mm, lot 556340; 184764 series a pat std 31 3 peg, lot 270440. Reported event was unable to be confirmed due to limited investigative inputs provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient urine culture was positive for e. Coli> 100,000 one days post primary total knee arthroplasty. No further information available.

Manufacturer narrative:
This report is being submitted to relay additional information.